Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Drivers broke. Complaint form sent to rep per complaint form: upon insertion of 2 screws the tip of the driver broke off. First screw was helicoptered out and upon removal, the polyaxial head popped off. The second screw was inserted and just as desired placement was reached, the second screwdriver tip broke. Surgeon left screw and proceeded with procedure.